Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of liver cirrhosis. During the procedure, the band does not secure the varice despite multiple attempts. The procedure was completed with another speedband superview super 7. The patient's condition at the conclusion of the procedure was reported to be stable. There were no patient complications reported as a result of this event.